Event description:
A distributor reported to the manufacturer that a comfortgel full facemask may have been involved in a patient death. The mask's entrainment valve was reportedly stuck in the closed position during therapy with a bi-level device. The mask has not been returned to the manufacturer for an evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.